Event description:
It was reported that this right ventricular (rv) lead provided a ventricular pace without capture. Technical services (ts) recommended troubleshooting. This rv lead remains in-service. No adverse patient effects were reported.